Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for approximately 7 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 8000 ise module. The customer provided an example of results for 1 patient sample. Based on the data provided, an erroneous k result that was not detectable to the user was identified. The incorrect result was not reported outside of the laboratory. The initial k result from the ise module in question was 6.1 mmol/l. The sample was repeated on a different ise module and the result was 4.4 mmol/l. The repeat result was believed to be correct. No adverse event occurred. The k cartridge lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found the vacuum nozzle was dripping into the mixing vessel. The vacuum nozzle was cleaned and re-aligned. Reagents were primed and calibration and qc were run. The operator ran patient samples and the fse observed the mixing vessel fill and evacuate properly. All instrument checks passed. The investigation determined that the issue found by the fse was the root cause of the event.